Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken battery compartment, cracked dso seal, and fluid residue in the battery compartment. The tamper seal was not broken. Review of the event history log (ehl) showed "system fault 46,440 occurred 5,154 354 9 24.¿ a functional test was performed and the reported issue was duplicated. The device exhibited error 46440. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited error code 46440 and preventive maintenance and software update. It is unknown if there was patient involvement, no adverse patient effects were reported.